Event description:
A report was received from a customer that the tube's cuff leaked. The tube was discarded. It is unknown if the failure occurred during pre-testing, if there was any patient use, or required intervention.